Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. An electrical evaluation was performed and it was detected that the thermo-fuse was damaged and the unit was overheating. Based on the investigation performed, the reported complaint was confirmed. Although the complaint was confirmed, a root cause for the defect could not be established. All aquatherm heater products are 100% tested at the manufacturing facility; therefore, it is unlikely that the issue found in the sample occurred during manufacturing. This defect would have been detected during the final inspection test. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause was not established.

Event description:
The customer alleges that the unit would not warm up. No patient injury/harm reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per the device history record, the device was manufactured on 03/30/2015. The device history record did not show issues related to the complaint. A document assessment (fmea) was conducted and no changes were required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.

Event description:
The customer alleges that the unit would not warm up. No patient injury/harm reported.